Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed. When the watchman fxd curve access system (was) was introduced into the laa thrombus was seen from transesophageal echocardiogram(tee). The process from venous access to left heart access occurred in 4 minutes. The pigtail catheter was put into the left atrium and thrombus was seen on the catheter. They pulled out the pigtail and was and clots were seen on the catheter, so the was pulled out of the left side of the heart. More heparin was given, all devices flushed, activated clotting time resumed to over 300 seconds and a second transseptal(tsp) was performed due to the inability to find the first puncture site. The time from the pigtail in superior vena cava to left heart access was 5 minutes. The procedure was successfully completed. The entire case, including 2 tsp and watchman deployment was 28 minutes.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed. When the watchman fxd curve access system (was) was introduced into the laa thrombus was seen from transesophageal echocardiogram (tee). The process from venous access to left heart access occurred in 4 minutes. The pigtail catheter was put into the left atrium and thrombus was seen on the catheter. They pulled out the pigtail and was and clots were seen on the catheter, so the was was pulled out of the left side of the heart. More heparin was given, all devices flushed, activated clotting time resumed to over 300 seconds and a second transseptal(tsp) was performed due to the inability to find the first puncture site. The time from the pigtail in superior vena cava to left heart access was 5 minutes. The procedure was successfully completed. The entire case, including 2 tsp and watchman deployment was 28 minutes. It was further corrected that the complaint device was a watchman truseal access system, not watchman fxd curve access system. Also it was further reported that 8000 units of heparin was given 3 and a half minutes before the thrombus was seen (within 30 seconds after crossing to the left side).